Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. A visual inspection found a damaged dso sensor, scratched lens, and cracked rear housing. During the functional testing, the pump reports error 1660. The cause of the customer reported issue was found to be the scratched lens. The lens will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump had a ¿non-conforming screen¿. There was unknown patient involvement and unknown patient harm/adverse event reported.